Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 1 mg/day and 90 mcg/ml clonidine at 4.4 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had experienced symptom return/withdrawal symptoms at different dates since (B)(6) 2016. It was unknown what environmental, external, or patient factors may have led to contributed to the issue. A dye study was performed on (B)(6) 2017 and the pump was replaced. The catheter was also prophylactically replaced. The issue was considered to be resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (20 mg/ml at 0.126 mg/day) and clonidine (90 mcg/ml at 0.567 mcg/day). Analysis of the pump found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.